Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. As received, the monitor would not power on. Upon evaluation, there was extensive physical and thermal damage on the computer/analog (ca) board. The cause of the damaged was high voltage energy from the defibrillator board directed to low voltage circuitry on the ca board. Due to the extent of the damage, the root cause of the high voltage energy directed to the ca board cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported it cannot run detect and treat testing.